Event description:
The initial reporter stated they had quality control issues with the mg2 (magnesium gen. 2) assay on a cobas 8000 c 701 module. An unspecified number of patient samples was then repeated and several results needed to be corrected. An example was provided for one patient sample that had discrepant mg2 results: the sample initially resulted in an mg2 value of 0.9 mg/dl and repeated as 1.6 mg/dl. The repeat result was deemed correct. The initial questionable result was reported outside of the laboratory. The mg2 reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer checked the instrument and determined the rinse nozzles were sticking and the gear pump pressure was low. He cleaned and lubricated the rinse nozzles and adjusted the gear pump pressure. The customer ran calibration and controls. The investigation determined the service actions performed resolved the issue.